Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence and revision surgery. Revision surgery found there were multiple midline fascial defects from several centimeters inferior to the xiphoid superiorly to the mid abdomen inferiorly approximately 8.5cm in the longitudinal direction by 5cm in the transverse direction with incarcerated contents including small bowel and omentum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.